Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: etlw1616c124ej, serial/lot #: (B)(4), ubd: 06-jun-2024, UDI#: (B)(4). Product ID: etcf2525c49ej, serial/lot #: (B)(4), ubd: 06-jun-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted for the endovascular treatment of a 67.5mm abdominal aortic aneurysm. It was noted that the patient's proximal neck measured 15mm. There was severe vessel tortuosity and minimal calcification. The bifurcate stent graft was placed directly below the left renal artery. The left contralateral side etlw1613c124ej was placed from the flow divider. Implanted from the 1616c124ej flow divider on the right ipsilateral side.  It was reported that during the final confirmation contrast study, a type ia endoleak was confirmed. Touch up was performed. A etcf2525c49ej was implanted. At that time, the balloon was not crimped in the vicinity of the stents 2 to 3 from the main body proximal region, so in order to increase the tracking performance of the balloon to the blood vessel, the non-medtronic gw model was changed and touched up was performed. When a total contrast study was performed again, the type ia endoleak had improved considerably, but there was still a minor endoleak. It was confirmed that there was a type IV endoleak in the graft. However, the possibility of a minor leak of ia was still a concern, so touch up was performed again just in case and a contrast study was not performed.  Afterwards, it was noted there was no left bundle branch blood flow due to lower left leg saturation. A portion of the artery's intimal layer was attached to the removed sheath, so dissection was suspected, but the contrast study was clear. Leg occlusion in the left cia was suspected, however, blood flow was good when a contrast study was performed. From the proximal and peripheral regions, it was determined that there was no blood flow near the flow divider. A touch-up balloon to the right side in an attempt to raise the cuffs using right access was applied however this did not work as expected. A fem-fem bypass was carried out and allowed blood flow to both sides. Blood flow in the left leg was observed during the final total contrast study performed twice. The definitive cause is unknown, but when touch up was performed after switching guidewires, the blood vascular morphology changed. The end of the cuffs or the main body trunk may be tortuous and blocked the left leg. It was noted when the lower end of the additional aortic cuff entered the right leg of the main body, although it was expanded in the right leg, it was assumed by the operating team that there was no problem because the left leg was also visualized in the subsequent contrast imaging. At this time a type ia endoleak was generated between the main body and the additional cuff, and the left leg was only visualized. Solid touch-up with a balloon was performed and the endoleak disappeared however it was noted that the left leg was completely blocked. As a subsequent countermeasure, even if the additional cuff was lifted with a balloon, there was a possibility of collapsing the left renal artery and a risk of dialysis due to poor renal function, so considering the risk a ff bypass was completed. Good flow by contrast imaging was confirmed. Per the physician, the cause of the events was related to the patient's anatomy due to the presence of severe vessel tortuosity. It was noted by the physician the reverse slider technique was performed to both the main body and the cuff, but the pull-up technique by the reverse slider technique of the cuff was weak (compared to when the main body was performed), and the cuff did not follow it so far, and the lower end of the cuff dropped and went over the flow divider and entered the right leg. In addition, the right ipsilateral leg was placed slightly above the flow divider by a few millimeters. At the time of touch-up, the balloon did not easily follow the graft on the main body. When the gw was changed from ultra stiff the morphology of the blood vessels changed significantly which caused extra cuff movement. In conclusion due to the combination of the above conditions, it entered the right leg and became an aui state and blocked the left leg. No additional clinical sequelae was reported and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported type ia and type IV endoleak could not be confirmed. The inaccurate delivery and stent graft limb occlusion were confirmed on the films provided. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Complete procedural angiograms and post implant CT's, which would have allowed for a thorough assessment of the blood flow dynamics , deployment techniques and stent graft in vivo configuration were not available. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen. The anatomical considerations that contributed to the reported events (i.e. Severe vessel tortuosity/neck angulation) could be appreciated on the returned images. The occlusion of the left contralateral limb was observed to have occurred due to the inaccurate delivery of the distal portion of the aortic cuff into the right ipsilateral limb. The inaccurate delivery of the ipsilateral limb may have also been a factor . Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.